Event description:
It was reported that the right ventricular (rv) lead helix took too many turns to extend and jumped when it finally did extend during the implant procedure. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. And no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that when tissue/blood was removed from helix, helix operates smoothly and within specification. If information is provided in the future, a supplemental report will be issued.